Event description:
It was reported that the patient experienced uncomfortable stimulation. The patient had a loss of stimulation and a loss of therapeutic effect, specifically, less than 50% therapy relief. The device caused diarrhea when the stimulation was on. Reprogramming had been done. The device was explanted. The physician planned to replace the system with a company product in the future. The patient¿s status was alive with no injury. It was further reported that the patient was healing well at the post explant visit.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).